Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was under the age of 18. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a gold probe was used in the esophagus during a hemostasis procedure performed on (B)(6) 2016. According to the complainant, during the procedure after the foot pedal was pressed, the gold probe failed to cauterize. A second electrocautery generator was used with the same gold probe however; the device failed to cauterize. A second gold probe was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.